Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during the loading process, insulin was not observed exiting the cartridge. Infusion set was changed multiple times. Customer changed the cartridge and insulin delivery was resumed. Customer's blood glucose was 250 mg/dl.